Event description:
The valve was implanted at 110mmh2o for ventriculo-peritoneal shunting. As the patient's condition didn't get better, the doctor changed the pressure setting of the valve to 30 mmh2o, but there was no improvement of the patient's condition. The doctor explanted the valve and changed it. The doctor has requested to check the valve in order to know if there was an obstruction.

Manufacturer narrative:
The incident has been reported to manufacturer in 2008. Results of analysis will be developed in a follow-up report.